Event description:
It was reported that intermittently, the 6800 system would not fluoro and required reboot. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the controller pcb. The system was tested and found to be working as intended and placed back into svc.